Manufacturer narrative:
Investigation: the visual investigation shows that the balloon appeared to have a tear under the silicone. The complaint is confirmed.

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port was not inflating. A replacement short port was used to complete the case. No pt complications occurred. On 12/18, after the device investigation was completed, it was found that the short port balloon had a tear. Balloon tear is a reportable malfunction.